Manufacturer narrative:
Additional information provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received. Surgeon reported one additional eye with diffuse lamellar keratitis on the same reported event date.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified after the day of the treatment. Ablation test was performed successfully without issue, but the picture of ablation test shows no complete visible step between the two orientation lines, so the ablation test failed. The customer confirmed the ablation test and performed twenty six treatments. Energy was only performed during startup and not as recommended all two hours. The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. Logfile shows that the energy values have been changed, but the energy settings are within specification. The user operated surgeries within the recommended energy settings. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a patient with diffuse lamellar keratitis in the right eye post lasik. Surgeon feels there might be two more right eyes, but says it's so mild and unable to confirm diffuse lamellar keratitis. Technician was on in the site for most of the surgeries and he decreased the energy back to original installed settings. There were twenty one patients treated and only one right eye is officially diagnosed with diffuse lamellar keratitis. Post operatively surgeon started the patient with an oral steroids as well as with the other normal post operation drops.